Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by a vad coordinator that the pt experienced multiple speed drops with drops in pl and increases in flow and power. It was also reported that a clot on the inflow cannula was noted on an echo that was taken that day. No further info was provided by the hospital. The pt remains ongoing.